Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the hospital with dizziness. There was no telemetry and no magnet response. The estimated longevity remaining was two to four plus years. Premature battery depletion is suspected. The ipg was removed and replaced. There was no further patient complications reported as a result of this event.